Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06627. It was reported, the pt is having discharge from his surgical incisions. The pt has seen his physician twice, but his physician is unsure if the discharge is an allergic reaction to the glue used or if it is an infection. The physician prescribed oral antibiotics and will wait to see the pt's reaction to the antibiotics. The pt reported he is receiving significant pain relief from his scs system. F/u on (B)(6) 2013 indicated the physician's office reported the pt's surgical incisions have cleared.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.